Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombosis occurred. The target lesion was in the circumflex artery (cx). The vessel diameter was 4mm and the target lesion length was 31mm. Pre-procedure there was 83% stenosis and post-procedure there was 0% stenosis. The liberte stent used had a diameter that was 4.5mm and the length was 32mm. There was a residual thrombus. An additional procedure was performed in the target lesion for thromboaspiration (acute thrombosis). The procedure was a technical success. The patient was discharged three days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.